Event description:
It was reported that the patient presented in-clinic for follow up. Interrogation showed that pacing lead impedance (pli) of patient's right ventricular (rv) lead was low and out of range. Patient was stable.